Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the patients' experience. An evaluation of the device cannot be performed as the devices were reimplanted into the patient and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Reimplanted.

Event description:
Revision right of femoral component. Proximal tibia implant with a mrh femur and cemented stem. Surgeon planned on revising femoral component for pain but found femoral component was well fixed so he did not revise.